Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported, pump was dropped/bumped and/or pump, has possible physical or cosmetic damage. Customer mentioned, pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested. And the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received, with critical pump error (open book image). Unit was successfully downloaded using thump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test, due to critical pump error (open book image). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call, that might of trigger the reason complain. During download history review, fatal pump error 55 alarm (file number = 39 and line number = 691) confirmed. On 09-oct-2024, triggered once. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted, during visual inspection. The following were noted, during visual inspection: cracked case, scratched case, battery tube threads-cracked and cracked case (battery tube). In conclusion, customer concern for cosmetic damage confirmed, where cracked battery tube threads and cracked battery tube case were noted. Critical pump error (open book image) was confirmed, due to pump error 55. As per, engineering troubleshooting guide, it was determined, that pump error 55 was generated, due to main mcu, since the factory parameters crc was not valid suspecting the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.